Event description:
A report was received via email that a pt experienced severe edema of the face and difficulty breathing after an impression was taken wtih jeltrate plus material. The pt was administered prednisone and epinephrine injections. No further info is available as of this report.